Manufacturer narrative:
Date sent to the FDA: 12/30/2025. Additional information: b5. Additional b5 narrative: it was reported that the patient experienced persistent pain, fat necrosis, and fluid accumulation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 10/07/2025. Corrected information: this medwatch (B)(4) will capture the correct report submission due date of medwatch (B)(4) updated from (B)(6) 2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/4/2025. Corrected information: h6 component code. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 10/07/2025. D4: UDI: as the lot number for the device involved in the event was for DHR review, the full UDI is currently not available. H6: appropriate term / code not available (e2402) utilized to capture redness to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2025 and a mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2025. It was reported that the patient experienced pain, redness and swelling with a pus.